Event description:
It was reported that 5 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no: 383516 batch no: 9149628. Event description: we are having complaints that some of ref.#383516 lot#914628 feels like sandpaper when trying to pull out the needle, some come out smooth.

Manufacturer narrative:
H.6. Investigation summary: received 4 nexiva 20ga units within open packages from lot 9149628. All components were present on all assemblies. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no evidence of physical-mechanical damage was observed on any of the components of the units received. Functional: all units were disengaged (retracted) in accordance to ifus. No resistance was felt during the functional test and all units retracted/disengaged successfully. Conclusion: indeterminate: the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced safety mechanism/needle disengagement (removal) difficult during use. The following information was provided by the initial reporter: material no: 383516, batch no: 9149628. Event description: we are having complaints that some of ref. (B)(4), lot#914628 feels like sandpaper when trying to pull out the needle, some come out smooth.